Event description:
The device was used during laparoscopic cholecystectomy procedure. Reportedly, the safety shield did not retract. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.